Event description:
A complainant reported the patient was on impella cp support. While on support, bleeding was noted at the groin. The patient was given one unit of red blood cells and dressing was applied. The patient survived the event.

Manufacturer narrative:
The device has not been received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, dressing change minimized the bleeding as per the clinical description provided. Corrections to the initial MFR report: d4-UDI number.